Event description:
Boston scientific crm received information that this lead was being repositioned one day post implant due to poor sensing measurements. When the physician opened the pocket, the lead's insulation was inadvertently cut. This lead was explanted, and a new lead was successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the implantation procedure.